Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer. (B)(4).

Event description:
Per user facility medwatch report #(B)(4): patient had pulmonary edema with a considerable amount of fluid in the tubing. Rn returned to find pt. Being suctioned and oscillator alarming and not running. The differential pressure (delta p) was reading 0 cmh2o and the mean airway pressure (map) was 112cmh2o. The oscillator would not restart after several attempts. Biomed was able to verify the device would not start. After troubleshooting further, it was noticed that the patient sensing line filter was creating the issue. With the filter removed from the line, the oscillator restarted and functioned normally. The pt. Was a (B)(6) on the adult oscillator (3100b) with lower than usual settings, but still within normal operating range. Typical adult delta p is 80 and this pt. Had 60. It was determined that either the sensing line pressure or a saturated filter was the root cause for stopping the oscillator. Biomed performed tests on the device to ensure it was operating correctly. Respiratory updated their process to swap out filter every 24 hours. This will mitigate a wet filter stopping the oscillator or moisture reaching and damaging the transducer circuit board. Patient had pulmonary edema which contributed to a significant amount of moisture in the oscillating ventilator lines. A filter is on the patient sensing line of the oscillator, which either caused the pressure in the line to drop or it was saturated preventing the oscillator from restarting. Off-label use of filter - 3100b circuits do not have filters on the airway sense line.